Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure after the patient was under anesthesia, a "running on battery" message appeared before the customer rolled the patient side cart (psc) in. The customer checked and reconnected the power plug cable that was connecting to hospital wall to another port with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error log and found many errors 817 and 818 occurred. The tse advised the customer to perform hard power cycle with emergency power off (epo); however, the issue persisted after hard power cycle. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not work upon startup even though the power supply was connected. The customer confirmed that the issue was identified after ports placement. There were no intra-operative or post-operative complications. The procedure was converted to laparoscopic surgery with no patient injury/harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. A "running on battery" message appeared on the patient side cart (psc). The led of the psc¿s power button was off even though the psc power cable was connected to the outlet. After the fse reconnected the power cable, the power button's led turned on. The system was rebooted for a few times with no issue. The fse suspected the power cable was the cause and replaced it. Additionally under patient identifier (B)(6), during the visit on (B)(6) 2022, the fse confirmed error 417. One of the medical grade power supply (mgps) (ps2) 's fan was not rotating even though the system was on and another mgps's fan was rotating. The fse noticed the mgps2's voltage was 10v while the mgps1's voltage was about 48v. The mgps2's fan was later rotating but unstable. The fse replaced the mgps(ps2) and put the new mgps for ps1 and moved the original ps1 to ps2. The serializer patient manipulator (spm) was also replaced. The system was tested and verified as ready for use. The affected part 182427 (cable) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The power supply and the spm related to this complaint have been received, but failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by tse when the customer called for support and by fse when fse was onsite troubleshooting the system. Investigation revealed numerous error that occurred during the surgical procedure that may have been related to the reported complaint. A review of the site's system logs for the reported procedure date could not be performed via system logs because logs were not available for system sk2631 on 06-jun-2022 due to issue was prior to starting the procedure. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after ports were placed on the patient due to error message on the patient side cart (psc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the serializer patient manipulator (spm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor replicate the customer reported complaint. In-house fa installed the spm into printed circuit assembly (pca) xi system and the spm powered up with solid three green light emitting diodes (led's) lit and had no message. It passed voltage in ranges, battery operation normal, two hours power cycles and had no issue. Isi received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. In-house fa found an error 417. Fa installed the mgps into the test system and the system started up without any error. The fan was working. Fa ran 10 power cycles, and all passed with no error.

Event description:
Refer to h10/h11 for follow-up information.